Event description:
It was reported that ureteral stent tip tail got broke. After inserting into an optima patient in the emergency room, when tried to pull out the thread, but the tip tail broke.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral stent tip tail got broke. After inserting into an optima patient in the emergency room, when tried to pull out the thread, but the tip tail broke.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample has been evaluated and observed that the pigtail of stent was breakage. Black suture was returned for evaluation. The complaint has been confirmed, however the exact cause on how and when problem occurred could not be determine. The labeling and instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.